Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: on (B)(6) 2025, 10:25 pm est sg: 134 mg/dl bg: 76 mg/dl (confirmed via fingerstick). After dms review, we confirmed the following information at the time of the event: february 16, 2025, 10:23 pm est sg: 134 mg/dl, no bg submitted into the system at the time of the event. After dms review, it was confirmed that the user didn't receive a low glucose alert at the time of the event because the sg never went below the alert level of 65 mg/dl. The user didn't seek for medical treatment and resolved the event by eating something. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose event on (B)(6) 2025 10:25 pm est where user's sg was131 mg/dl and bg was 76mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 10:23 pm user's sg was 134 mg/dl, and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg value was above the low glucose alert of 65 mg/dl. The user didn't seek medical treatment and resolved the event by eating something. The user indicated that they begin to experience shakiness when their blood glucose levels drop into the 70s mg/dl. They also mentioned that their low glucose alert level of 65 mg/dl is too low for their needs, as they feel it could pose a risk to their health. The user was advised to consult with their doctor before making any changes to their alert settings. In an associated case (B)(4) for the user's complaint about sensor inaccuracy, the user was using doxycycline since "early 2024". Doxycycline is mentioned in our labeling as a medication that may falsely lower glucose, so it is unlikely that interference from doxycycline caused an sg = 131 mg/dl while bg=76 mg/dl. A review of the in-vivo data did not reveal any instability in signal and reference channel. The failure mode could not be determined from the data available to us and the inaccuracies may be related to an issue with the in vivo state of the sensor hydrogel. B4. Date of this report 16 april 2025. G3. Date received by the manufacturer? 16 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.